Manufacturer narrative:
The reporter's meter was returned for investigation. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl results: level 1 ¿ 46, 49, and 46 mg/dl level 2 ¿ 308, 310, and 303 mg/dl all returned results are within acceptable range.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received questionable glucose results for one patient from accu-chek inform ii meter serial number (B)(4). At 3:44 pm, the result was 82 mg/dl. At 3:52 pm, the result was 508 mg/dl. At 4:04 pm, the result was 171 mg/dl.